Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving clonidine and dilaudid, unknown concentration at unknown dose via intrathecal drug delivery pump for malignant pain. It was reported that patient didn't know her healthcare professional (hcp) very well before getting the pump but was so desperate at the time that she found a hcp had him put the pump in her without her really knowing what was going on. The patient had been asking the hcp to remove the pump for over a year now because the pump was not set deep enough and caught on things like the counter or her seat belt. The pump was empty now and she got sick about 8 months ago and has been vomiting all the time. Her hcp was an idiot for mixing together clonidine and dilaudid and she had "barfed her brains out" so much at one point that she had to go to the ICU. Patient learned 2 months ago that the hcp was not going to remove the pump because he was retiring. No further complications were reported.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the cause of the pump not set deep enough was stated as the pump was set properly. The cause of the empty pump was that patient refused to be filled and said pump didn't help her pain. Patient was discharged. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.